Event description:
It was reported by the patient's representative (rep) that the patient was not responsive, the system was off, and the battery had a 0% charge. The patient's representative said the patient was looking at the caretaker's eyes but not moving. The patient's caretaker reported that the patient ate and took their medication in the morning and was weak. The caller was having a hard time connecting the recharger to the stimulator. They said the stimulator was old and wasn't working properly. The patient thought they charged the implant, but they didn't. They need to figure out what caused the stimulator not to charge so the patient doesn't have to go through this again. They just got a new docking recently (see rtg0579272) and got a new recharger (see rtg0559377). The patient was currently turned on and charging. It takes 40-45 minutes to charge the implant. They were charging the patient during the call. And they could feel where the implant was when palpating. They were looking at the patient's eyes and as soon as they turned the device on, they started moving their hands and talking to them. Pss suggested that once the patient is done charging, assess the stimulator's pocket and make sure the stimulator is lying flat and not tilted. Pss redirected to the doctor to asses why the patient couldn't charge and have trouble connecting to the recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.